Event description:
It was reported that a user experienced recurrent low glucose with a lowest cgm value of 55 mg/dl over approximately 90 minutes while using an ilet system with an fsl3+ cgm; the user treated with oral glucose (three glucose tablets), noted recent weight gain, routinely walks several blocks without pausing the ilet during that activity, and is uncertain about current gastroparesis status. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention consisting of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information, and a medical device problem could not be determined with the available information or linked to a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.